Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Lot number information could not be tracked because it was present on old system that is no longer used by the company. Thus, it is not possible to obtain this information. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
Rp.012761¿ the dentist reported that nearly 5 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The patient presented bone type iii, bone graft was executed, 32 ncm of primary stability was achieved and the perforation of the sinus membrane has occurred during surgery.